Manufacturer narrative:
The premium plaque control brush head is an accessory to the sonicare toothbrush. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the premium plaque control brush head were falling off in their mouth. No injury reported.